Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. Concomitantly, three surgisis mesh products were utilized and implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that during mesh implantation the patient concurrently had a vaginal hysterectomy. Due to mesh erosion, infections, bleeding and vaginal granuloma the patient underwent several mesh revisions and removals on the following dates: (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010, (B)(6) 2011, and (B)(6) 2012.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterovaginal prolapse, cystocele, rectocele and enterocele. It was reported that following insertion the patient experienced mesh erosion, vaginal fibrosis and scarring, vaginal polyp, vaginal discharge, hip, leg, back, abdominal and pelvic pain, uterine/bladder prolapsed, chronic infection, dyspareunia, recurrent vaginal granuloma, and vaginal bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.